Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt like it was poking them. The poking sensation hurt when they tried to lie down and there was s hocking. The patient reported that they had shocking pain when they lay down. These issues were keeping the patient up at night. The patient was asked when these issues started to occur, but the patient did not know. The patient reported that they wanted to get their device removed. Additional information has been requested regarding cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up will be submitted.

Event description:
Additional information was received from the consumer regarding the circumstances leading to the reported shocking pain/poking sensation from the ins while the patient was lying down. The consumer reported that the patient went to lie down one night, and she felt the battery poke her from the inside. Steps taken to resolve the reported issues included lying on the opposite side.